Event description:
The customer received a blood glucose reading of 134mg/dl on the contour next ez meter but was symptomatic for hypoglycemia: weak and sweating. She was taken to the hospital and retested with their monitoring system the reading was 45mg/dl. She was treated intravenously and later released from the hospital. The test strips are expected to be returned for evaluation. Replacement meter and strips were sent to the customer.